Event description:
It was reported that patient presented remotely via merlin.net. It was noted that atrial lead exhibited low out of range pacing impedance. No intervention was performed. There were no patient consequences, and patient is being monitored.